Manufacturer narrative:
A photo and 14 used samples were received for the device evaluation. The complaint of leakage can be confirmed on 2 of 14 cassettes due to the failure mode observed of leakage at the internal bag seam. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. No patient involvement was reported.